Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that stent dislodgement occurred during deliver to/at a lesion. It was stated that the stent was removed from the patient. The patient was reported to be alive with no further injury.

Manufacturer narrative:
Product analysis: two images were received for analysis. In both images the dislodged stent is loaded on a wire. Deformation is evident to the dislodged stent. The luer and a section of the delivery system of the resolute onyx device is visible in the second image. If information is provided in the future, a supplemental report will be issued.